Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Evaluation and functional checks were performed; unit was found functional and ready for use. The serial read-out of the pump (real time device parameters and setting recording file) was extracted and analyzed: no error message was recorded at the time of the failure. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an unknown event, occurred at 10:57, triggered a negative pressure alarm on a centrifugal pump 5 (cp5); the maximum amount of flow achieved was 1.74 lpm with maxed out rpms of 3500. The issue occurred during procedure, during clamping. After two (2) minutes of low flow, and customer switched to hand cranking to allow more time to troubleshoot; no alerts or alarms was displayed. Then, the involved drive unit was replaced with a one belonging to a new pump by the customer. Full flow was re-established. The total time of low flow/hand cranking was approximately seven (7) minutes. There was no patient injury.

Manufacturer narrative:
A livanova field service technician was dispatched to the facility but was not able to reproduce the issue. The unit was inspected: mechanical/electrical checks and functional tests were performed as per tsi and successfully passed therefore the unit was released back to its expected functions. The serial readout of the centrifugal pump has been pulled out and analyzed revealing that no technical errors were stored around the time of the event (10:57 am on august 22, 2023). Based on the service activity and considering the serial read-out analysis, a hardware malfunction of the livanova pump can be ruled out. However, it cannot be excluded that the inability to generate a proper flow could be caused by any monitoring function activated during the procedure with still alarm condition on (e.g. Pressure alarm). The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.